Event description:
It was reported that the system failure battery depleted with 94 percent. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Battery depleted and base not responding was in the event history log. The reported issue was duplicate at the power up process and occlusion test. The root cause of the reported issue was found to be normal wear of device's battery. Replaced main battery pack. Performed power up process and all functional test which passed.